Event description:
It was reported that during a state of nevada inspection the dose output of the system 9800 was found to be beyond the state limit. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The discrepancy with regard to state limits was verified. The dose rate was reduced to within the state limit. The system was tested and found to be working as intended and placed back into service. It is unlikely for a pt to be injured due to the add'l dose of radiation of such unwanted x-ray radiation in a normal condition. The higher dose measured is within the FDA regulatory control limits.